Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon heard a weird noise. The staple line was not correctly stapled. The right part of the cut line was normal b shaped, left staple line was not correctly formed. The staples pointing out of the tissue like a u shape. They stitched it with sutures. Stomach was open due to the u shape staples.

Manufacturer narrative:
(B)(4). One piece sled. The analysis found that one ec60a device was returned in good visual condition and with an ecr60g reload loaded in the device. The reload was noted fully fired; however, the staples of the left two inner rows were not properly deployed. Upon evaluation of the reload, the cartridge body, drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.